Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results showed that the ecr60g cartridge reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the first fire was successful using black reload with seam guard. Second fire used green reload with seam guard. Firing sequence was complete, but on left side of reload only the outer row had b formed staples. On the middle and inner row of left side of cartridge, no staples formed. Staples were still in a "u" formation. Third fire with same device and using gold reload with seam guard fired with no issues. Fourth fire used gold reload with seam guard fired with no issues. Fifth fire used blue reload with no seam guard fired with no issues. Surgeon used suture to oversew staple lines on first and second fired staple lines. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the right side fully fired, the left side outer row fully fired and the inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition, the pan was noted to be partially attached. No functional testing could be performed due to the condition of the reload.